Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent insulin gauge fill estimates remained static. Reportedly, the customer over filled the cartridge. Blood glucose was not impacted. Customer declined to perform troubleshooting with tandem technical support.